Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular over-sensing. The episodes were caused by suspected noise exhibited by the right ventricular (rv) lead. However, there was no noise present on stored electrograms (egms). No interventions were reported. Further information was requested but not received.